Event description:
Covidien received information stating that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the expiratory pressure transducer autozero solenoid (sol 2) and the pressure transducer and the expiratory pressure transducer (pe). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).